Manufacturer narrative:
The pump passed displacement test and self-test. All operating currents are within specification. No unexpected blank display noted. The pump was tested with a test keypad and no frozen screen noted. There was intermittent button response noted due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display. The blood glucose at the time of the incident was 107 mg/dl. The customer states the pump is frozen and none of the buttons are responsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.